Event description:
A nurse contacted baxter (B)(4) regarding a leak from a minicap transfer set, which was found during use. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. One used set with no cap on dark blue connector (loose in pouch) and no cap on patient connector was received for evaluation in reference to leak. Functionally, the set was hand tightened with a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. Placed white cap on dark blue connector for pressure test with no leaks noted. During visual inspection no manufacturing abnormalities were noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.